Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any malfunction code recurs, and the caller acknowledged and understood these instructions.